Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified first diagonal branch. A 190 cm high-torque versaturn guide wire was used; however, when the guide wire was later pulled into the left anterior descending artery and the left main artery, the tip of the guide wire separated. The device did not meet any resistance during advancement. Five centimeters of the tip was left in the left main artery and aorta and there was no attempt to retrieve it. The procedure was completed. There was no adverse patient sequela reported and no additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported core and tip detachments were able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the guide wire resulted in the noted damages (stretched coils, offset coils, scraped teflon) and ultimately resulted in the reported/noted detachments (tip, core, coil). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The guide wire most likely met resistance with an unspecified implanted stent. This caused the coils of the guide wire to get caught with the stent, become stretched and separated from the device and embedded in the stent. The core of the guide wire then also separated and is free floating in the aorta. No additional information was provided.